Manufacturer narrative:
Na

Event description:
It was reported that the ventilator reset with alarms while connected to the patient. There was no patient harm noted. The manufacturer received further information stating that the patient was placed on the back up ventilator and transported to the hospital. No further details are known.